Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the printer gears click. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly and the system fan is noisy.

Event description:
It was reported the programmer printer is making a clicking noise and printout fades in and out. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.